Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with defibrillation electrodes. The customer reports that defibrillation pads were placed on a pt for an elective cardioversion. First attempt to cardiovert at 200 joules resulted in a snapping sound, arching, and a burn to the pts chest. The pad was removed. A new pad was placed and cardioversion was completed successfully. The pt was noted to have 1st degree type redness of the chest and silvadine cream was applied. The pt and family were informed of the event.